Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the operating room for a lead revision due to a lead dislodgement. Lead was tested prior to the procedure and high capture thresholds, a variation in low voltage impedance and sensing were observed. During the revision the lead would not extend after repositioning. The lead was explanted and replaced. Patient was stable throughout the procedure.